Manufacturer narrative:
Mentor received additional event information regarding patient and event details. The patient experienced additional complications of late-onset seroma on the right breast. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm, 395cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6830527 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information regarding patient and event details. Mentor became aware that the patient¿s late-onset seroma was bilateral, and the patient also suffered with right-sided lymphadenopathy and left-sided breast cyst. Upon clinical review of additional event information, it was decided to remove clinical code e1801 to more accurately capture the reported event. It was determined that the previously reported skin cancer was not a complication related to the suspect medical device. The mentor failure analysis lab has completed the re-evaluation of the suspect medical device. Device re-evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm, 395cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6830527 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on august 30, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm, 395cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 395cc mentor memoryshape breast implant experienced intermittent bilateral breast pain postoperatively. In addition, the patient was also diagnosed with skin cancer. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the left-sided implant.